Event description:
Silicon breast implants replace a ruptured with saline in 2015. Soon after implants I experienced pain in breast and neck and back. Extreme fatigue and unable to concentrate. Joint pain to the point I couldn't get out of bed. High anxiety, depression. Multiple dr visit. Blood test that came back with positive ana test with homogenous. Possible lupus or connective tissue disease. Haven't been able to work full time, I've lost a lot of clients as a hairstylist. My relationship with friend, family and spouse are deteriorating. I am explanting on (B)(6). We think one of the breast implants for mentor memory gel had rupture soon after implantation. These implants are not safe and effective they have completely changed my life to a very low quality I cannot function as a normal (B)(6) yrs old. Ana pattern homogeneous. FDA safety report ID # (B)(4).